Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of blanching, tender, very dark bruise, grayish upper lip and possible occlusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling for the reported events of bruise, pain, skin discoloration and vascular system (circulation), impaired: "contra-indications: do not inject into the blood vessels (intravascular). Intravascular injection may lead to embolisation, occlusion of the vessels, ischaemia or infarction. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. Haematomas. Staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect). Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. Method of use ¿ posology: remove tip cap by pulling it straight off the syringe. Then firmly push the needle provided in the box into the syringe, screwing it gently clockwise. Twist once more until it is fully locked. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, and pulling the two hands in opposite directions. Prior to injecting, depress the plunger rod until the product flows out of the needle. Inject slowly and apply the least amount of pressure necessary if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level and/or increase the risk of vascular compromise. If immediate blanching occurs at any time during the injection, the injection should be stopped and appropriate action taken such as massaging the area until its return to a normal colour."

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra® xc in the lips. Seven hours later, the patient developed "more blanching" on the upper left lip that was tender and had a very dark bruise from the injection. It was noted to have been a possible occlusion. On the next day, the patient returned to the clinic with a "grayish upper lip and pale patches medial." Patient was then treated with hylase. Patient was also given a massage. The patient had become very distressed. The color then returned with a red lip and no blanching. Patient was later reviewed and had "full vascular flow" with some "residual bruising which is resolving well." Patient is concomitantly taking cinet, zinc and multivitamin. Patient has a history of herpes/cold sores and was taking acyclovir at the time of injection.

Event description:
Additional information: bruising resolved 2 weeks after the injection and symptoms have completely resolved.